Event description:
Customer reported that their pump screen would not turn on, and there were no sounds or notifications. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.